Manufacturer narrative:
The product was returned and the failure mode was confirmed. During inspection of the 10mm, 33cm peek monopolar handle, it was confirmed that the insulation was cracked and was missing a broken piece from the distal tip, that was not received with the product. Please see attached pictures: the 10mm, 33cm peek monopolar handle failed the insulation integrity test. The probable root cause/s could be user mishandling, improper sterilization user excessive force.

Event description:
It was reported that the insulation had been compromised.